Manufacturer narrative:
(B)(4): a review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a tlif at l5-s1 using rhbmp-2/acs. Approximately 18 months post-op, the patient is presenting with pseudoarthrosis concurrent with localized resorption.